Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported that pt emailed that her unit was replaced in another state/dr on july 1 and not helping. Further actions/interventions were to be determined.